Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced an issue with infusions set tubing came apart. The site location was left abdomen and detachment location was tubing. No further information available.